Manufacturer narrative:
(B)(4). Batch # r5ax4r. Device evaluation summary: the analysis results found that the ntlc75 device was received with no apparent damaged and with a cartridge reload present. The cartridge reload had the swing tab in the locked position, and the proximal 6 drivers up and 5 drivers up along the cartridge deck. The device was tested for functionality with the test cartridge. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper shape. The condition of the returned reload is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique is being used. Please refer instructions for use. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, it was found that the staples had been protruded before the device was fired. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.